Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated they felt too full and were requesting assistance to switch to manual drain, the hp stated he thinks he may have been laying on his patient line. The hp stated the hc moved into fill 1 from initial drain and started to fill. The hp pressed stop and called baxter. The technical service representative (tsr) assisted the hp with performing a manual drain of 3680ml. The hp does a manual fill of 2000ml. The hp now felt empty and requested to resume fill 1. The tsr initiated as swap and advised the hp to contact their nurse and inform them they will be getting the new 10.4 smartcard machine. The tsr reviewed the programming. The hp's programming was as followed: continuous cycling peritoneal dialysis (ccpd) therapy, total volume (tv) was 12000ml, therapy time (tt) was 9.30 hrs, fill volume (fv) was 2500ml, last fill volume (lfv) of 2000ml, cycles was 4, initial drain alarm was 10ml with a last manual drain set to yes and a target ultrafiltration (uf) of 0ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The drain volume of 3680 ml is less than 160% of the lpfv (2500ml). Therefore, the volumes reported do not fulfill the criteria consistent with increased intra peritoneal volume (iipv) event (drain volume of more than 160% of the lpfv). This is not an iipv event.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.